Event description:
Device 1 of 2: reference MFR report # 1627487-2019-02782. It was reported that during the dbs implant surgery, patient had a partial facial seizure when the left lead was being placed. After implanting both leads, a CT scan showed that the leads were in good position and no bleeding had occurred. Following the procedure, the facial seizure began to improve. Patient is reportedly doing much better following the procedure.